Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented in clinic with pocket swelling, pain and fluid exudation due to infection. It was previously noted that the patient had pocket redness, fluid leakage, and wound dehiscence a year ago. No intervention was performed at that time. The pacemaker was explanted, and replacement device was implanted on (B)(6) 2023. Antibiotics was also administered. Patient condition was stable.